Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
A fx study was conducted on a patient focusing on postoperative infection. The patient presented with symptoms including tachycardia, tachypnea, and fever upon arrival at the emergency department. Lab results indicated abnormalities including low hemoglobin, elevated lactic acid, liver function tests, and brain natriuretic peptide (bnp). Imaging showed no central pulmonary embolism but with motion artifact. Blood, respiratory, and urine cultures were taken, revealing e. Coli growth in both blood and urine, suggesting septic shock due to gram-negative bacteremia originating from a urinary tract infection (uti). Treatment involved ceftriaxone administered intravenously for 14 days.